Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle was detached inside packaging with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of (B)(6) 2019, when the nurse was preparing for operation, she picked up the indwelling needle and found that the needle had broken off in the indwelling needle with intact package, and the tip was exposed on the surface of the package.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050915. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prior to use it was discovered that the needle was detached inside packaging with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2019, when the nurse was preparing for operation, she picked up the indwelling needle and found that the needle had broken off in the indwelling needle with intact package, and the tip was exposed on the surface of the package.